Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple alarm 113 (reduced water temperature control) occurred while the arctic sun device was using to a patient. Replaced with another as5000. Per review of wo on 28mar2025, there was no patient injury report.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined. Reported issue was not reproduced during service. During the evaluation it was found that the reported issue was not confirmed. The outcome of the cannot be determined at this time. In the event that information regarding the outcome of the status of the device is received, this record will be reopened to update the investigation. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction: d,h, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple alarm 113 (reduced water temperature control) occurred while the arctic sun device was using to a patient. Replaced with another as5000. Per review of wo on 28mar2025, there was no patient injury report. Per additional information received via mail on 04sep2025, yes the device was sent to imi. Imi has not resolved the issue yet.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined. Reported issue was not reproduced during service. During the evaluation it was found that the reported issue was not confirmed. No repair needed. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple alarm 113 (reduced water temperature control) occurred while the arctic sun device was using to a patient. Replaced with another as5000. Per review of wo on 28mar2025, there was no patient injury report. Per additional information received via mail on 04sep2025, yes, the device was sent to imi. Imi has not resolved the issue yet.